Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported hypotension, transient ischemic attack (tia), myocardial infarction (mi) are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported via a trial that after the xact stent deployment in a heavily calcified left internal carotid artery, the patient experienced a transient ischemic attack with aphasia, right hemiparesis and severe hypotension. The patient was treated with a dopamine infusion and IV fluids. The transient ischemic attack symptoms began to resolve by the end of the procedure. Additionally, two days after the procedure the patient experienced a non-st elevation myocardial infarction associated with ventilator-dependent respiratory failure. The hypotension continued and was resolved three days after the procedure. The patient was discharged seven days after the procedure. Though requested, there was no additional information provided.